Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. As no lot number was provided, no review of device history records could be conducted. Based on the results of the investigation, the reported complaint could not be confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported cuff deflation. This occurred during use. There was no reported patient harm/adverse event.